Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was last admitted on (B)(6) 2016 for monitoring for possible thrombus and recent subtherapeutic inr of 1.9 also, noted high flow around 8l/min and power 4-5 watts with previous admission flow 4-5l/min power 3.2 - 3.6watts. Tte obtained and log files sent. Diuretics held and ivf given with mild improvement in ldh, and lvad trends. No heparin or intergrilin were initiated. Patient was continued on home triple therapy. Palliative care was consulted regarding goals of care and patient chose to discharge home with hospice. Rep was consulted to discontinue the defibrillator capabilities. Acc will continue to follow inr with goal 3.0 (range 2.5-3.5), without admission for subtherapeutic inr. The patient was reported to have expired on (B)(6) 2016.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.